Manufacturer narrative:
The device has not returned for evaluation. We are unable to confirm any product malfunction or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your pdm is damaged or not working as expected, call customer care for assistance. Be sure to check your blood glucose frequently. Remove your pod and contact your healthcare provider for treatment guidelines to follow after you remove it."

Event description:
The customer reported that he has had communication errors between the pdm and pods. He was unable to activate his last five pods and also ran out of insulin. During this time his blood glucose reached 18.6 mmol/l (335 mg/dl). He was admitted to hospital for observation and was stabilized using injections. His consultant advised him to have his pdm replaced.